Event description:
The svc report shows the customer reported that the 840 ventilator had a ventilator inoperative condition. There was no pt involvement. The customer support engineer (cse) inspected the device and replaced the inspiratory module printed circuit board (pcb). The ventilator passed all testing.

Manufacturer narrative:
(B)(4).